Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 582 mg/dl at the time of incident. The customer states that the insulin pump was under delivering insulin and current blood glucose was 78 mg/dl. The customer was treated with insulin pens. The customer wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.